Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. A root cause could not be determined by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011 and (B)(6) 2011 by phone, fax, and mail. Add'l info was received by phone on (B)(6) 2011. A completed questionnaire has not been received. (B)(4).

Event description:
A clinical director reported a pt who presented with tass following intraocular lens (iol) implant surgery. In a follow-up, the clinical director stated the surgeon used other instruments during the surgery. In a follow-up, the medical receptionist reported, that according to the pt's chart, the pt is "coming along fine", sees floaters and flashes, has no pain, the cornea is clear and has no signs of inflammation. The pt has been referred to a retinal specialist.